Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. The most recent information was received on 19-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and ankylosing spondylitis ("onset of ankylosing spondylitis autoimmune disease") in a 40 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 359 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), ankylosing spondylitis (seriousness criterion disability), menstrual disorder ("[menstrual cycle disorders"), heavy menstrual bleeding ("menstruation 15 days/month"), adenomyosis ("adenomyosis,"), premature menopause ("menopause at 47 years of age"), autoimmune thyroiditis ("hashimoto¿s thyroiditis"), arthralgia ("joint pain"), mobility decreased ("difficulty moving"), tooth fracture ("broken teeth"), fatigue ("extreme chronic fatigue"), migraine ("migraines"), visual acuity reduced ("visual acuity disorder") and memory impairment ("impaired memory"). Essure was removed on (B)(6) 2022. The patient was treated with simponi (golimumab) and metoject (methotrexate sodium) as well as surgery (hysterectomy/device removal (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, ankylosing spondylitis, arthralgia, autoimmune thyroiditis, fatigue, heavy menstrual bleeding, memory impairment, menstrual disorder, migraine, mobility decreased, pelvic pain, premature menopause, tooth fracture and visual acuity reduced to be related to essure administration. The reporter commented: date of occurrence: (B)(6) 2014. Unable to work. Impact on her marital and parenting life, disability in daily life. Patient feels 30 years older. She is on methoject-simponi dual therapy since 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-aug-2022: essure removal date confirmed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and ankylosing spondylitis ('onset of ankylosing spondylitis autoimmune disease') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("[menstrual cycle disorders"), heavy menstrual bleeding ("menstruation 15 days/month"), adenomyosis ("adenomyosis,"), premature menopause ("menopause at (B)(6)"), autoimmune thyroiditis ("hashimoto¿s thyroiditis"), ankylosing spondylitis (seriousness criterion disability), arthralgia ("joint pain"), mobility decreased ("difficulty moving"), tooth fracture ("broken teeth"), fatigue ("extreme chronic fatigue"), migraine ("migraines"), visual acuity reduced ("visual acuity disorder") and memory impairment ("impaired memory"), 11 months 25 days after insertion of essure. The patient was treated with golimumab (simponi), methotrexate sodium (metoject) and surgery (hysterectomy scheduled for (B)(6) 2022). At the time of the report, the pelvic pain, menstrual disorder, heavy menstrual bleeding, adenomyosis, premature menopause, autoimmune thyroiditis, ankylosing spondylitis, arthralgia, mobility decreased, tooth fracture, fatigue, migraine, visual acuity reduced and memory impairment outcome was unknown. The reporter considered adenomyosis, ankylosing spondylitis, arthralgia, autoimmune thyroiditis, fatigue, heavy menstrual bleeding, memory impairment, menstrual disorder, migraine, mobility decreased, pelvic pain, premature menopause, tooth fracture and visual acuity reduced to be related to essure. The reporter commented: date of occurrence: (B)(6) 2014. Unable to work. Impact on her marital and parenting life, disability in daily life. Patient feels 30 years older. She is on methoject-simponi dual therapy since 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and ankylosing spondylitis ('onset of ankylosing spondylitis autoimmune disease') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), ankylosing spondylitis (seriousness criterion disability), menstrual disorder ("[menstrual cycle disorders"), heavy menstrual bleeding ("menstruation 15 days/month"), adenomyosis ("adenomyosis,"), premature menopause ("menopause at 47 years of age"), autoimmune thyroiditis ("hashimoto¿s thyroiditis"), arthralgia ("joint pain"), mobility decreased ("difficulty moving"), tooth fracture ("broken teeth"), fatigue ("extreme chronic fatigue"), migraine ("migraines"), visual acuity reduced ("visual acuity disorder") and memory impairment ("impaired memory"), 11 months 25 days after insertion of essure. The patient was treated with golimumab (simponi), methotrexate sodium (metoject) and surgery (hysterectomy scheduled for (B)(6) 2022). At the time of the report, the pelvic pain, ankylosing spondylitis, menstrual disorder, heavy menstrual bleeding, adenomyosis, premature menopause, autoimmune thyroiditis, arthralgia, mobility decreased, tooth fracture, fatigue, migraine, visual acuity reduced and memory impairment outcome was unknown. The reporter considered adenomyosis, ankylosing spondylitis, arthralgia, autoimmune thyroiditis, fatigue, heavy menstrual bleeding, memory impairment, menstrual disorder, migraine, mobility decreased, pelvic pain, premature menopause, tooth fracture and visual acuity reduced to be related to essure. The reporter commented: date of occurrence: (B)(6) 2014. Unable to work. Impact on her marital and parenting life, disability in daily life. Patient feels 30 years older. She is on methoject-simponi dual therapy since 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Amendment: the report was amended for the following reason: the mir codes were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 18-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and ankylosing spondylitis ('onset of ankylosing spondylitis autoimmune disease') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), ankylosing spondylitis (seriousness criterion disability), menstrual disorder ("[menstrual cycle disorders"), heavy menstrual bleeding ("menstruation 15 days/month"), adenomyosis ("adenomyosis,"), premature menopause ("menopause at 47 years of age"), autoimmune thyroiditis ("hashimoto¿s thyroiditis"), arthralgia ("joint pain"), mobility decreased ("difficulty moving"), tooth fracture ("broken teeth"), fatigue ("extreme chronic fatigue"), migraine ("migraines"), visual acuity reduced ("visual acuity disorder") and memory impairment ("impaired memory"), 11 months 25 days after insertion of essure. The patient was treated with golimumab (simponi), methotrexate sodium (metoject) and surgery (hysterectomy scheduled for (B)(6) 2022). At the time of the report, the pelvic pain, ankylosing spondylitis, menstrual disorder, heavy menstrual bleeding, adenomyosis, premature menopause, autoimmune thyroiditis, arthralgia, mobility decreased, tooth fracture, fatigue, migraine, visual acuity reduced and memory impairment outcome was unknown. The reporter considered adenomyosis, ankylosing spondylitis, arthralgia, autoimmune thyroiditis, fatigue, heavy menstrual bleeding, memory impairment, menstrual disorder, migraine, mobility decreased, pelvic pain, premature menopause, tooth fracture and visual acuity reduced to be related to essure. The reporter commented: date of occurrence: (B)(6) 2014. Unable to work. Impact on her marital and parenting life, disability in daily life. Patient feels 30 years older. She is on methoject-simponi dual therapy since 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 09-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and ankylosing spondylitis ('onset of ankylosing spondylitis autoimmune disease') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), ankylosing spondylitis (seriousness criterion disability), menstrual disorder ("[menstrual cycle disorders"), heavy menstrual bleeding ("menstruation 15 days/month"), adenomyosis ("adenomyosis,"), premature menopause ("menopause at 47 years of age"), autoimmune thyroiditis ("hashimoto¿s thyroiditis"), arthralgia ("joint pain"), mobility decreased ("difficulty moving"), tooth fracture ("broken teeth"), fatigue ("extreme chronic fatigue"), migraine ("migraines"), visual acuity reduced ("visual acuity disorder") and memory impairment ("impaired memory"), 11 months 25 days after insertion of essure. The patient was treated with golimumab (simponi), methotrexate sodium (metoject) and surgery (hysterectomy scheduled for (B)(6) 2022). At the time of the report, the pelvic pain, ankylosing spondylitis, menstrual disorder, heavy menstrual bleeding, adenomyosis, premature menopause, autoimmune thyroiditis, arthralgia, mobility decreased, tooth fracture, fatigue, migraine, visual acuity reduced and memory impairment outcome was unknown. The reporter considered adenomyosis, ankylosing spondylitis, arthralgia, autoimmune thyroiditis, fatigue, heavy menstrual bleeding, memory impairment, menstrual disorder, migraine, mobility decreased, pelvic pain, premature menopause, tooth fracture and visual acuity reduced to be related to essure. The reporter commented: date of occurrence: (B)(6) 2014. Unable to work. Impact on her marital and parenting life, disability in daily life. Patient feels 30 years older. She is on methoject-simponi dual therapy since 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Most recent follow-up information incorporated above includes: on 9-feb-2022: this case was identified as duplicate case from case (B)(4) which was deleted in bayer safety database, all information was transferred to this case (B)(4) which is retained based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.